Manufacturer narrative:
A process improvement plan and training are in place.

Event description:
The patient felt shocking in his right shoulder. The patient believed the shocks to be related to the neurostimulator system. The shocks lasted a few minutes and would stop without any specific intervention. The impedance was 620 ohms with a current of 39 microamperes. The hcp reported that the patient was having no ongoing problems at the visit and would see the patient on an as-needed basis. A follow-up report will be submitted if additional information becomes available.